Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device was unable to undergo the excessive no delivery test or have a no delivery alarm verified due to no button response. The following physical damage was also noted: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that there was a black circle on the screen and that the buttons did not seem to respond. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the unresponsive buttons. The customer changed the battery and the buttons remained unresponsive; the pump started vibrating but there was no message on the screen. The customer stated that the keypad issues began when he pressed an incorrect button mid-infusion set change, and after he filled the tubing the buttons became unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.